Event description:
Same case as MFR# 2134265-2008-02892. It was reported that following a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A coronary drug eluting stenting treatment procedure was performed in the 100% stenosed proximal right coronary artery (rca) and the 70% stenosed distal rca. The lesion was predilated with a 3.0x12mm maverick balloon which was inflated to 8 atms for 19 seconds. A 3.50x24mm taxus express2 drug eluting stent (des) was then deployed at 18atms for 30 seconds. Then a second 3.50x16mm taxus express2 des was deployed in the lesion at 18atms for 30 seconds. Timi 3 flow post stenting, lesions reduced to 0%. The procedure was completed with no pt complications reported. Six months later, the pt presented with severe substernal chest pain, shortness of breath and diaphoresis. The pt was noted to be having an acute inferior wall myocardial infarction. The pt was transferred to the ccu and underwent cardiac catheterization. A 70% thrombosis lesion was located in the distal rca. A 3.75x15 mm cutting balloon was advanced to the 70% stenosed rca and was inflated the first time to 8atms for 68 seconds and then a second time to 10atms for 108 seconds. A 3.5x13mm non bsc stent was deployed at 20 atms for 30 seconds just proximal to the site of the prior stent placement with excellent results. The pt did very well and was reported to be asymptomatic and hemodynamically stable. The pt was discharged home in stable condition. Medications: plavix (75mg), aspirin (81mg), lipitor (20mg), nitroglycerin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.